Event description:
Event description guidant received information that after being in service for only six days, this atrial and ventricular passive fixation lead had dislodged. The leads were then removed and sussessfully replaced with active fixation leads.